Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal procedure in the tricuspid position during which an intra-procedural slda (single leaflet device attachment) occurred. The intended therapy was evoque; however, the patient was oversized, so the strategy was to reduce the annulus with teer and subsequently implant an evoque valve. The case was challenging due to limited imaging quality caused by difficulty obtaining gastric views, shadowing from a prior tavr valve, and cardiac rotation. Concerns were raised regarding the stability of the first implant, and a second ace device was prepared both as a backup and to allow additional time to assess the first device. Lateral leaflet separation was not visualized, and there was insufficient leaflet capture/side bite. A second physician assisted with interrogation of the second device, improving confidence in ice imaging. The first device was stabilized using the second ace device. The procedure was completed, with tr (tricuspid regurgitation) reduced from torrential to severe. Tr was torrential at the time of the slda. The patient is being reassessed for evoque implantation.